Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss "[suture retrieval issue]" occurred. Additionally, excessive resistance was felt upon lowering the footplate to remove the device. The lever was cycled multiple times, however, the device still could not be removed as the foot remained in the vessel. A cutdown was performed to remove the device. An 8f sheath was used temporarily to manage hemostasis while the evar was continued. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved via cutdown. Upon examination of the device outside of the patient anatomy, the foot plate lowered and closed appropriately. No additional information was provided.